Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 1997 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the delta p was decreasing while ventilating a patient. No patient harm.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Results of investigation: an fse visited the customer site to evaluate the device and confirmed the reported issue. However, the issue remains unresolved, and the root cause has not yet been established. A replacement part was ordered to resolve the issue; however, at this time, no further updates on the resolution have been received. A supplemental report in accordance with 21 cgr section 803.56 if additional information becomes available.